Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 2000 mcg/ml of lioresal at 143.9 mcg/day as of (B)(6) 2020 via an implantable pump. The patient had informed their healthcare provider that they have had a couple pocket fills in the past at the va (veteran affairs). The patient stated one of the pocket fills almost "killed the patient." The patient stated they went home and after that refill and felt very tired after. The hcp stated they only had information from the patient regarding this event and their information was limited. The patient stated there were no issues with the pump and the issues were only related to the people refilling and adjusting the pump. The patient stated this happened about 15 years ago.